Event description:
It was reported the fecal management system was removed from the pt. During the removal, 90 milliliters of fluid was removed from the retention balloon. Further examination found the pt had developed rectal necrosis which required diverting colostomy. No further info was provided.

Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. No further info was available at the time of the report. Add'l pt and event details have been requested. Should add'l info become available, a follow-up report will be submitted. (B)(4).